Event description:
It was reported that the customer loaded a cartridge slightly over 300 units and received an inaccurate fill estimate. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.